Manufacturer narrative:
The patient has a medical history of hypertension and diabetes. During the index procedure, three resolute onyx drug eluting stents were implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had two resolute onyx drug eluting stents implanted in the lad during the index procedure. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical reinfarction post pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
Cec re adjudicated mi in the lad as no event. If information is provided in the future, a supplemental report will be issued.